Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler instrument did not open sufficiently, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The sureform 60 stapler was analyzed and the complaint regarding did not open was not confirmed by fa. The instrument was placed and driven on an in-house system. The instrument failed initialization on multiple attempts. As a result, the instrument was unable to be tested for intuitive motion. A review of logs showed no firing failures. Additional observations not reported by site: the instrument was found to have 3 engagement failures based on log review but was not replicated during in-house testing. Log review shows error code 22020 indicating "installed instrument failed to engage on usm1." The instrument was placed and driven on an in-house system. The instrument failed initialization on multiple attempts. The stapler was found to have failed initialization. The stapler was placed on the in-house system and failed calibration at 30%. The stapler failed initialization during multiple attempts when placed on the in-house system. The I-beam was unable to be manually driven out for visual inspection. Upon inspection, the instrument was found with a lodged staple in the I-beam path within the grips. The staple was successfully removed from the I-beam pathway, but the stapler was still failing initialization. Signs of corrosion were found on the instrument roll gear bearing. There was orange discoloration observed around the roll gear bearing. The instrument housing was removed, and the I-beam was attempted to be driven out. The I-beam was unable to be manually driven out and was observed to be jammed. The stapler was transferred to a failure analysis engineer (fae) for further investigation. Fae inspected the instrument and found the I-beam jammed. Upon visual inspection, multiple staples were lodged behind and on either side of the instrument I-beam. The lodged staples prevented manual extension and retraction of the I-beam during testing. The in-house initialization failures are due to the lodged staples, as lodged staples prevent the I-beam from adjusting positions during the initialization sequence. Additionally, the I-beam must be fully retracted in order for the jaws of the stapler to fully open. Staples can become lodged in the stapler jaws from previous fires, and it is recommended the stapler jaws be rinsed and cleaned in between each fire. Log review for the procedure confirms 3 engagement failures in the field on both the wrist pitch and grip axes. Testing was unable to replicate engagement failures due to the consistent initialization failures.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument did not open sufficiently after 2 uses when changing the stapler reloads. A back up instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The procedure was a sleeve robot. In addition, when the site changed the reload, they removed the used one and replaced with a new one. It was impossible to open the jaws sufficiently to remove the worn reload. The old reload had been used on the antrum of the stomach and the jaws were not stuck on tissue when the issue occurred. It was outside the patient. Furthermore, there was no adverse effect to the grasped tissue. Two green stapler reloads were involved with the reported event and the surgeon choose this particular reload to staple the gastric antrum. The third stapler fire was involved with the reported event. The third reload could not be installed. Then, the surgeon did not experience any clamping issues prior to firing the stapler reload. There was no failure to unclamp. However, the instrument did not open enough to remove the old reload. The stapler was in use for 5 minutes and the issue with the instrument did not occur after a system fault (i.e., recoverable/non-recoverable error generated). There was no unexpected tissue removal and no bleeding. The procedure was completed robotically, by changing the sureform 60 stapler. There was nothing to say regarding the second sureform 60 stapler which was used only with blue reloads. The issue caused a delay of 15 minutes, and the issue did not occur during a critical step (organ under warm ischemia. Moreover, the stapler was given to the pharmacy.